Event description:
It was reported that the patient was experiencing loss of pain relief due to lead migration and high impedances which was confirmed via x-ray. The patient underwent a revision procedure wherein the physician noticed that there were missing contacts on the paddle lead. The patients paddle lead was replaced and was discarded by the medical facility. The missing contacts were removed however there were still some that remained inside the patients body. There is no next course of action at this time.